Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they had back surgery on (B)(6) 2016 and then went back in and they operated on ¿blockages.¿ since the back surgery the consumer had a lot of pain, and their feet were numb and had no feeling. On (B)(6) in order to relieve the pain the consumer turned stimulation to 6.50.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.